Event description:
Clinical trial. Same case as MFR #6000089-2006-01653. It was reported that 146 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated 3 target lesions. Target lesion 1 was a de novo lesion in the left main coronary artery. The lesion was 3.75mm wide, and 23mm long, with 80% stenosis. The physician predilated the lesion prior to placing a 3.5x24mm taxus liberte stent. Residual stenosis post dilatation was 0%. Target lesion 2 was a de novo lesion in the mid lad. This lesion was bifurcated with the 1st diagonal (third target lesion as well). The lesion was 2.5mm wide, 10mm long, with 70% stenosis. The lesion was mildly tortuous and was noted to have a mild thrombus pre procedure. The physician predilated the lesion prior to placing a 2.5x12mm taxus liberte stent. Residual stenosis was 5% after post dilatation. As described, target lesion 3 was the 1st diagonal and was bifurcated with the mid lad. The lesion was 3mm wide, 15mm long, and was 60% stenosed. There was mild tortuosity. The physician predilated the lesion prior to placing a 3x20mm taxus liberte stent. There was overlap of the 2 stents in the bifurcated lesions.the patient was discharged the same day as the index procedure receiving plavix and aspirin. About 146 days later, the patient experienced a tvr in the mid lad. The patient was taking aspirin and plavix at the time of the event. Pre treatment stenosis was 60%, and there was no in-stent restenosis. The tvr was treated with a xience drug eluting stent. Residual stenosis was 5% post procedure. In the opinion of the physician, the tvr was not related to the taxus liberte stent. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #8117406 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. This particular batch 8117406 has tow associated complaints.